Manufacturer narrative:
The insulin pump was received with broken off endcap. The insulin pump was received with minor scratched display window. The insulin pump was received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The insulin pump was received with missing motor assembly.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump case was broken. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.